Manufacturer narrative:
No pump error 15 alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the pump alarms were no longer working. The device alarmed multiple pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.